Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported tip separation was confirmed. The reported difficult to deploy could not be confirmed as the stent remains in the patient. A conclusive cause for the deployment issue and tip separation could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Correction: the device used was a 5 x 150 mm supera veritas, not a 5 x 200 mm supera veritas as originally reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous femoral artery. The 5 x 200 mm supera veritas stent system deployed as usual for the first 3 cm, however then stopped working. The deployment lock had not been opened. The rest of the stent was deployed with additional torque of the device shaft. The nose cone (tip) broke off during deployment and remained in the patient. The tip was retrieved with a balloon and extra guide wire. There was no other medical intervention required and the patient was treated and discharged as normal. There was no adverse patient sequela. Although there was a delay in the procedure it did not result in significant impact to the patient. There was no additional information provided.